Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol kugel hernia patch on (B)(6) 2014. As reported, the patient is making a claim for an adverse patient outcome against the bard/davol kugel hernia patch. As reported, the attorney alleges patient experienced emotional distress and the device was defective.

Manufacturer narrative:
At this time no conclusions can be made. The cause of the patient postoperative complications cannot be determined at this time. No lot number has been provided therefore a review of the manufacturing records is not possible at this time. Should additional information be provided a supplemental emdr will be submitted. Note: section a through f the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H.11 correction: this is an addendum to the initial MDR to correct the outcomes attributed to adverse event (b.2). Outcomes attributed have been corrected to "other serious (important medical events)". No other changes to report at this time. Corrected fields: b2. Updated fields: g1, g2, g4, g7, h2, h10 and h11.

Manufacturer narrative:
At this time no conclusions can be made. The cause of the patient postoperative complications cannot be determined at this time. No lot number has been provided therefore a review of the manufacturing records is not possible at this time. Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol kugel hernia patch on (B)(6) 2014. As reported, the patient is making a claim for an adverse patient outcome against the bard/davol kugel hernia patch. As reported, the attorney alleges patient experienced emotional distress and the device was defective.